Event description:
On 06/30/2023, infutronix received a box of returned product which included a hand-written note indicating the device experienced a system error alarm. Follow-up with the facility found that a patient was involved and the affected device was replaced in order for the patient to complete their therapy.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The event history log was extracted from the device and reviewed and confirmed the presence of a system error alarm condition.